Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother called in to report an emergency room visit on (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose level was over 300 mg/dl. The customer's symptoms included nausea and vomiting. The customer was wearing the device at the time of admission. The customer was treated with fluids and insulin. The cause per the health care provider was diabetic ketoacidosis. The caller declined to troubleshoot. Nothing was replaced or returned.